Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that there was a lead integrity warning. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead integrity warning. Follow-up with the physician's office determined that there was noise. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).